Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted in the surgical valve. On (B)(6) 2026, the patient was feeling off and irregular rhythm for the past 10 days with monitor suggested atrial fibrillation. On (B)(6) 2026, the patient underwent a cardioversion procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.